Manufacturer narrative:
(B)(4). D6a. Implant date: between (B)(6) 2008 and (B)(6) 2015. D10. Unknown cls stem item# unknown lot# unknown. Unknown head item# unknown lot# unknown. Unknown cup item# unknown lot# unknown. G2. Report source: italy. Product has not been evaluated as it has been determined the event is not related to device. Reported event is not related to device therefore, a compatibility review is not applicable. Root cause of the reported event is not device related. A hematoma is a mass of clotted blood that forms in a tissue, organ, or body space. A hematoma can be associated with pain, swelling, ecchymosis, serosanguinous or bloody drainage after a recent surgical procedure or trauma and can predispose the patient to infection. The development of a postoperative hematoma can be correlated with the surgical procedure and perioperative anticoagulation therapy prescribed to prevent thrombus formation. Most hematomas resolve on their own, without surgical intervention, while some do not. Larger hematomas may need to be surgically evacuated in order to resolve. As timeframes of onset differ due to individual contributing factors, a specific timeframe of expected occurrence cannot be established. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Literature: comparative study of fitmore and cls stems in total hip arthroplasty: midterm clinical and radiographic outcomes. F. R. Evola; a. Caldaria; l. Costarella; a. G. D¿amico; v. D¿agata; m. Vecchio; g. Sessa. Musculoskeletal surgery. Pages(1-9). 2025. Https://doi.org/10.1007/s12306-025-00885-x.

Event description:
On 10-jun-2025, a journal article was retrieved from musculoskeletal surgery (2025) that reported a retrospective study from italy. The purpose of the study was to compare the radiological and functional outcomes of short stem and traditional stem during midterm follow-up. The study reviewed a consecutive series of 50 hips/50 patients using a fitmore stem and 50 hips/50 patients using a cls stem, between 2008 and 2015. The surgeries were performed by a single surgeon using an anterolateral watson-jones approach and a press-fit technique. The indication for revision/surgery was idiopathic or secondary osteoarthritis of the hip, avascular necrosis of the femoral head, moderate hip dysplasia (crowe 1°¿2°), rheumatoid arthritis, previous slipped epiphysis of the femoral head, or perthes disease. The study population had a mean age at time of surgery of 57.0 ± 8.4 and 56.6 ± 10.9 years; 28 males/22 females for the cls group and 19 males/ 31 females for the fitmore group. Follow-up was conducted at one month, three months, six months, twelve months, and annually thereafter with a mean length of follow-up of 8.4 ± 2.1 years in the cls group and 7.6 ± 2.2 years in the fitmore group. A journal article reported one patient within the cls group experienced a thigh hematoma and successfully treated with surgical debridement. Diligence is completed and no further information on the reported event has been provided.